Event description:
It was reported that an ilet user experienced an unresponsive sleep/wake button, requiring connection to a charger to activate the touch button, and function improved after removing the device case and avoiding simultaneous contact with the screen and button. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no need for medical intervention. Investigation included customer interview, device use review, and troubleshooting and education. Investigation of this case revealed that the button response was impeded by case interference and user interaction with both controls simultaneously, and device function returned after corrective handling. It was concluded that user interface issues contributed to the reported behavior, and device replacement was not pursued at this time.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.